Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to the hospital due to high blood glucose level, but was not admitted. Customer's blood glucose value was 300 at the time of the incident. Customer reported that insulin pump would suspend without prompt and woke to insulin pump auto suspended. Customer also reported that the bolus delivery took too long to go through. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No delivery anomaly noted during testing. Unit received with scratched display window cover, severely scratched lcd window, cracked retainer and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.